Event description:
It was reported that during a routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will continue to be monitored. Patient is asymptomatic.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 11.8-12.0cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were found between 7.4 and 8.6cm from the distal tip and at 10.0-10.8cm from the electrode tip. External insulation abrasion was found at 42.8 -43.0cm from the electrode tip, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.